Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was completed. During the homechoice return instrument test/evaluation (rite) functional testing the reported issue of failed fill 1 drain 1 and fill 2 drain 2 was encountered. The device passed homechoice rite electrical safety analyzer testing. Accuracy confirmation testing was performed with original piston foam and failed. The original piston foam was removed and inspection revealed deteriorated piston foam and crack door piston at the rib of the right disposable. Internal and external inspection was performed and no issues were noted. The reported difficulty of homechoice machine system failed rite testing was not verified in the device logs. A review of the logs revealed no additional alarm or failure codes or keystrokes, programming, or use related events that were related to the reported problem. A review of service data revealed the piston foam was previously replaced, which was subsequently found to be nonconforming and a direct cause of the current complaint. The direct cause for rite volume failure was determined to be deteriorated piston foam and cracked door piston. The piston foam and door piston were scrapped. This issue will be further investigated through CAPA. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed fluid volume accuracy testing. Device failed during evaluation, no patient involved.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a follow-up report will be submitted.